Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a routine follow up, the atrial lead exhibited noise which resulted in auto mode switch episodes. The noise could be reproduced. All electrical parameters were within range and stable. No intervention was performed. The patient was in good condition.